Event description:
Doctor reported that the patient presented to office on (B)(6) 2018 with a loosened crown. An intraoral exam revealed that the iunihg screw holding the abutment was loosening.

Manufacturer narrative:
Date received by manufacturer.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One certain gold-tite hexed screw was returned for investigation. Visual inspection of the as received product showed damage to the thread and hex areas of the screw. The threads were partially stripped and the hex also had damage. Functional testing of the screw was performed. The hex interfaced normally with a driver and did not slip. The driver was able to retain the screw and it even remained on the driver when held. When the screw was attempted with an implant alone, it was able to screw in, however when attempted with an abutment it failed to screw in on one of two abutments tested. Indications are that there is sufficient damage to the threads to prevent the screw from holding. There fore the customer's complaint for a loose abutment is confirmed. Appropriate documentation was reviewed and the following information was identified: instrm rev. C (9/16) - biomet 3i restorative manual information identified: the restorative manual identified the proper procedure for screw placement and installation as well as recommended torque values. The recommended torque value for the certain gold-tite hexed screw is 20 ncm. The complaint was confirmed. The screw had evidence of damage to the threads and was unable to interface with at least one other device. A singular root cause could not be identified.